Event description:
The initial report indicates that the bedrail mount and the monitor fell from the bed. It was reported that the monitor was damaged as the result of a drop/fall. No patient harm was reported.

Manufacturer narrative:
(B)(4): there is not sufficient information available to confirm how the monitor fell. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.